Manufacturer narrative:
The potential delay in patient treatment occurred when the tablet disconnected from the scanner. Rebooting the scanner resolved the issue. Daily calibration and quality assurance testing on the system were completed without any issues. No patient harm or other issues were reported. No additional patient information has been received; if further information has been found, a follow-up MDR will be submitted.

Event description:
The tablet disconnected, which caused a delay in the patient's treatment.